Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to urgent care to be treated. The patient was prescribed antibiotics ( does not remember the name but it was 500 mg, three times per day for 7 days). It was also discovered that the pod's cannula was bent, the site was painful and there was a hard cyst.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.